Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2002 and mesh was implanted concurrently with hysterectomy due to pop and sui.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent urethrolysis with excision of mid urethral sling and proctopexy on (B)(6) 2012 due to rectal prolapse. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence urinary retention and chronic urinary tract infection. It was reported that the patient underwent mesh revision surgery on (B)(6) 2012 by dr. (B)(6).

Event description:
Details: it was reported that following insertion the patient experienced urinary incontinence urinary retention and chronic urinary tract infection. It was reported that the patient underwent mesh revision surgery on (B)(6) 2012 by dr. (B)(6).

Manufacturer narrative:
It was reported by an attorney that following insertion the patient experienced extrusion, infection, urinary problems, and bowel problems. It was also reported that the patient underwent urethrolysis with excision of mid-urethral sling mesh clipped and proctopexy rectocele repair on (B)(6) 2012. (B)(4).